Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheters were clogging and unable to use even after irrigation. Per follow up on (B)(6) 2022, it was reported that the intermittent catheters were clogging even after irrigation and stated that there was no medical intervention needed for the customer.

Manufacturer narrative:
The reported event was inconclusive due to lack of information. 107 orange coude tip catheters were returned unopened in original packaging. 20 catheters were selected at random for testing via sampling plan, general inspection level (ii); f. Catheters were visual inspected and no discoloration, or damage was noted. Each catheter had the drainage funnel attached to a di water fountain. Water was able to flow through each drainage funnel and out the catheter eyes without issue. No occlusion was noted. Catheters meet visual specification for "flat funnels" as funnel meets specification . As only lot samples were returned the reported, it is unknown if the reported product met specification or caused the reported event. Therefore the reported event is inconclusive. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be, "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings: on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intermittent catheters were clogging and unable to use even after irrigation. The affected lots were(lot# ngft5816, lot# ngfu4453, lot# ngfr1186). Per follow up on (B)(6) 2022, it was reported that the intermittent catheters were clogging even after irrigation and stated that there was no medical intervention needed for the customer.